Manufacturer narrative:
On 13 may 2016 it was prepared a final report with the information already submitted in the initial report. On 07 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
As confirmed on 26feb2016, lot number of the broach was not available. On 04 march 2016, the medical affairs director performed a clinical evaluation while checking the x-ray and commented as follows: broaching of a narrow femoral canal during primary hip arthroplasty may result in femoral fracture: this is a known complication, widely described in literature. There is no reason to suspect that in this case the fracture was caused by a faulty device.

Event description:
During broaching of the femur, the surgeon increased from a size 1 broach to a size 2 broach. At that time the surgeon fractured the femur. The surgeon put in a size 2 amistem h and cabled the fracture. The surgery was completed successfully. The instrument will not be returned. X-ray available.